Manufacturer narrative:
Additional information: according to available information, damage to the active electrode as it might be caused by an external mechanical impact appears likely, given the observed head trauma. However, to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The patient reported no hearing sensation after a head trauma. The user has been re-implanted on (B)(6) 2019. Despite requested, the concerned device was not yet received for investigation.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The recipient reported no hearing sensation after a head trauma. The user has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported no hearing sensation after a head trauma. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient reported no hearing sensation after a head trauma. Re-implantation is considered.